Manufacturer narrative:
Additional information received: adding UDI # (B)(4). Adding implanted date (B)(6) 2023 adding explanted date (B)(6) 2023 this is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding health effect - clinical code: 2377. This is a follow up report to add this additional code. Device received for this event is being corrected from unknown atis implant catalog # unknown atis implant to primetaper ev ø4.8 x 11mm os catalog # 68011106. Correcting lot # : from lot # unknown to lot # 501109. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580 medical device problem code - 3190 the correct codes for this complaint are: health effect - clinical code - 1932 medical device problem code - 1863 this is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.